Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection of the instrument and replaced two pinch valves (1 and 3) due to an observed blockage. A troponin qc (quality control) run was performed, and the results were within the specified range. A siemens headquarter support center (hsc) specialist reviewed the service performed and confirms that pinch valves, used in the wash block's, are for creating separation, aspiration, and wash of the material in the reaction cuvettes. The failure of pinch valve 1 and 3 has a potential to result in a high discordant result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported and questioned by the physician(s). The customer used the sample and instrument to perform repeat testing. The repeated result was lower and correct based on clinical history. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tniultra result.